Manufacturer narrative:
Brand name: femoral head sterile product do not resterilize 12/14 taper. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Explant date: revision: unknown date in 2017. Concomitant medical products: item# 00771101300, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset, lot# 62586942. Item# unknown, unknown liner, lot# unknown. Item# unknown, unknown cup, lot# unknown. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01221.

Event description:
It was reported that patient underwent revision approximately 2 years post initial hip arthroplasty due to pain, discomfort, elevated cobalt levels, and fluid collection. It was reported that findings during revision surgery indicated metal debris and oxidation. Attempts were made to obtain additional information; however, none is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: zimmer shell cat#00875705401 lot#62785476, zimmer liner cat#00875201136 lot#62615914. Reported event was confirmed with operative notes. Revision operative notes demonstrated that the patient was revised due to trunnionosis. CT scan demonstrated a large fluid collection. There was notable tissue that was damaged and appeared avascular suggestive of a metallosis or trunnionosis. There was no metal debris. There were findings on the trunnion suggestive of metal debris and oxidation. The trunnion was reviewed and confirmed to be intact. The blackening was removed with a bovie pad. The trunnion did not appear grossly damaged. There was also blackening of the ball noted within the head. No wear was identified with the liner, and the liner was kept. New ceramic head was implanted. The cup and stem were well-fixed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.